Event description:
The hcp reported that two weeks after that patient's pump and catheter were replaced the patient developed a chronic hematoma within the pump pocket which caused thinning of the skin with excoriations. The patient had been on long-term IV antibiotics via a PICC line. The patient was also treated with aquasil. The patient's wound was well healed. Reference MFR report #6000030200703313.